Event description:
It was reported that the procedure was cancelled as a result of device malfunction. A rf 3000 radio frequency generator was selected for use. The patient was sedated prior to device preparation. During preparation of the device, there was an e02 error, indicating high initial impedance. The device was unable to be used and the procedure was discontinued. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.